Event description:
Alleged deflation. Follow-up findings: as per physician pt also had an infection of unknown etiology.

Manufacturer narrative:
As per physician's op-report there was no a deflation. Evaluation of the returned device, reportedly the subject of this alleged event, noted a sharp opening in the shell and leakage through the valve. According to the physician the device was punctured with a hemostat during explantation. The preoperative diagnosis was "inflammation of the left breast". According to the operative report there was no deflation. The noted damage to the implant is not related to the alleged event of infection, and probably occurred as a result of the explantation procedure and/or subsequent post operative handling. Infection is a known procedural and/or physiological complication associated with this type and any type of surgery. The potential for infection to occur is addressed in the labeling. The report source of this event was not a user facility or distributor. This is a manufacturer report.